Event description:
The patient had an endeavor sprint drug eluting stent implanted in the lad and a micro-driver bare metal stent implanted in the ramus branch. Cec have adjudicated that a myocardial infarction occurred during the index procedure, related to the target vessel. It was not assessable if the event was related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).